Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.75mm, de novo target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. Following pre-dilatation, a 28 x 2.75 promus elite drug-eluting stent was advanced to treat the lesion. Significant resistance was encountered during operation. After stent deployment at 9 atmospheres, sequential dilatation was performed with 2.75, 3.00, and 3.25mm non-boston scientific balloon catheters at 15 atmospheres. However, the physician stated that the stent appeared fractured after sequential post dilatation as shown by fluoroscopy. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A review of the procedural media and stent boost images provided by the site could not identify the alleged stent fracture. From the media provided the deployed stent conformed to the lesion shape. A constriction in the mid-section of the stent was noted most likely due to the anatomy of the lesion.

Event description:
It was reported that stent fracture occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 28x2.75mm, de novo target lesion was located in the non-tortuous and non-calcified proximal left anterior descending artery. Following pre-dilatation, a 28 x 2.75 promus elite drug-eluting stent was advanced to treat the lesion. Significant resistance was encountered during operation. After stent deployment at 9 atmospheres, sequential dilatation was performed with 2.75, 3.00, and 3.25mm non-boston scientific balloon catheters at 15 atmospheres. However, the physician stated that the stent appeared fractured after sequential post dilatation as shown by fluoroscopy. No patient complications were reported and the patient status was stable.